Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred.the 75% stenosed, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and severely calcified right coronary artery (rca). A 12x2.50 omega¿ stent was advanced to treat the lesion. However, during the procedure, the physician noted that the stent dislodged from the stent balloon. The device was removed as a whole system and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.